Event description:
It was reported that the catheter broke just with a gentle pull. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is inconclusive as the alleged product was not returned and no breaks were found in the returned product. One 4 fr single lumen groshong nxt catheter kit was returned for evaluation. An initial visual observation showed the kit was returned sealed. The kit was opened, and all kit components were found within. No damage was observed on any of the returned components. No breaks were observed in the catheter. A microscopic observation revealed the compression sleeve of the distal nxt connector piece was not advanced and was found to be within specification. The distal connector piece was dissected, and no damage or defect could be seen within the connector piece. Because the returned product was found to be undamaged, and within specification and the device originally involved in the alleged event was not returned for evaluation, the complaint of a break is inconclusive at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3829 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter broke just with a gentle pull. No other information was provided.